Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the speed control knob on the roller pump was very loose. The device was not changed out, as the unit still functioned and they were able to use it for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) checked the roller pump after the case and found that when the knob is pressed, there seems to be a flex in the printed circuit board (pcb). This unit is primarily a back-up pump and they had not used it in several months.